Manufacturer narrative:
The humeral head was received and evaluated. All dementions inspected were found to meet design requirements. The humeral body remains implanted. Device history records for both problems were reviewed and no problems were found. Co's investigation was unable to identify any product problem which would have contributed to this problem.

Event description:
Complainant claims x-rays show the humeral has disassociated.